Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that she's been having low blood glucose of 50 mg/dl. The customer declined troubleshooting. Nothing will be replaced or returned for analysis.